Event description:
It was reported that the patient's lead fractured approximately 2-3 years ago, which led to a complete system replacement. The reporter was not sure what caused the fracture. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead model 3387-40 lot# j0337496v implanted: (B)(6) 2004 inactivated: (B)(6) 2007; extension model unknown serial# unknown implanted: (B)(6) 2004 inactivated: unknown